Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: distal guide bent. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during advancement of the device into the artery the distal guide bent. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was provided.